Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain, fever, cloudy effluent, and diarrhea. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with ancef and fortaz (intraperitoneally, doses and frequencies not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. A review of all batch record documents was performed for potentially associated lot number gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).